Event description:
The customer reported being hospitalized due to high blood glucose of 790mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The events leading to his admission was vomiting and was not being able to keep water down. The programming, time, and date were correct. Reviewed the alarm history and found low reservoir alarms. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime and high pressure test and they passed. During the call was found that the customer was using the infusion sets for five days. The customer stated that he smells insulin in the reservoir compartment, and there are cracks and damages to the insulin pump. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.